Manufacturer narrative:
This event has been received in leventon (B)(4) from our us agent (FDA agents) and treated as an incidence ((B)(4)). The reporter indicated that 1 unit of dosi-fuser was leaking, but the type of leakage was not reported, the defective unit was not returned to us and the product model/lot number were not indicated. Therefore, investigation was not possible to be performed in leventon (B)(4) (not even an analysis of the units kept in the sample room).

Event description:
Leaking of drug (fluorouracil) in chemotherapy infusion due to equipment failure of dosi-fuser in home infusion. This is not the first time that this has occurred with dosi-fuser: in the past 2 weeks, in this center 5 other dosi-fuser pumps leaked chemotherapy drugs onto patients, nurses and other staff.